Event description:
It was reported that there was high impedance and a confirmed lead fracture. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52, lead, implanted: (B)(6) 2001. (B)(4).